Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3487a, lot# l55381, implanted: (B)(6) 1998, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy, but she was working with the physician or manufacturing representative. It was noted that the patient had an appointment on (B)(6) 2013. It was further noted that the patient's device "wasn't working."

Event description:
It was reported that the implantable neurostimulator (ins) had reached end of service (eos). It was stated that the ins was not working anymore and that the battery was dead. It was thought that the patient would need surgical replacement of the ins. It was noted that the ins had not worked for about a year.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy, but was working with the physician or manufacturing representative. It was noted that the patient "needed fixing."